Event description:
It was reported that revision surgery will be performed due to pain.

Event description:
It was reported that revision surgery was performed due to infection. A soft tissue reaction and acetabular loosening reported.